Event description:
Additional information received reported that a CT scan confirmed that the leak has been resolved. The physician thought that the endoleak was not actually a type ia, but was a large IV.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii bifurcate stent graft was implanted in patient for endovascular treatment of a 41x42 mm diameter abdominal aortic aneurysm. The proximal aortic neck measured 20.3 mm in diameter and 11 mm in length. The bifurcate was extended with three limb extensions from another manufacturer. It was reported that during the index procedure, a residual proximal type I endoleak was observed on the final angiography. The physician implanted a cuff from another manufacturer, however, the endoleak persisted. The physician then implanted a bare metal stent from another manufacturer. The amount of endoleak was reduced, however, the endoleak remained. The physician elected to monitor the patient and the procedure was completed. No additional clinical sequelae were reported.